Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the record for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device could not be interrogated after a software update. A programmer reboot did not help. Technical services recommended to reset the telemetry with a magnet. This was done successfully. The device remain implanted. There were no adverse patient effects.